Event description:
A theater stock controller reported that the system did not draw a vacuum when the cassette was in place. There was no patient harm reported. Additional information has been requested.

Manufacturer narrative:
A sample is expected, but has not yet been received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).